Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00260 for first device.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closer device 6f/7f to close the access site. It was reported that during prep the balloon would not inflate and appeared to have a small hole. The device was removed and a second mynxgrip vascular closer device 6f/7f was prepped. The balloon held pressure during prep. When the device was inserted into the procedural sheath, the balloon would not inflate as indicated by the inflation indicator not protruding from the black handle. The device was removed and the physician had the scrub technician hold manual compression for 15 minutes. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. The second device was inspected outside of the pt and the balloon was found to have a small hole which leaked saline.